Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of an unspecified rayner device. The event description provided by the healthcare facility states that the trailing haptic broke during implantation. For further information please see rayner intraocular lenses limited's MDR 9611165-2015-00014.